Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. Low flow hazard alarms were captured throughout the file. Of note, pulsatility index (pi) events were observed during some of the low flow alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU lists wound dehiscence, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, it addresses pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, and section 7 of the IFU, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were zero flow events recorded and there was a concern for obstruction. Log files were submitted for review. The event log file captured low flow alarm events on 02dec2024 and 03dec2024. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues that caused these events. The low flow events may be due to a patient related issue. The patient passed away on (B)(6) 2024 after ventricular assist device (vad) therapy was electively discontinued due to the findings of the pump dehiscence that was found via computed tomography angiography (cta) of the chest. The patient was not a surgical candidate for possible exchange due to frailty. The pump would not be returning for analysis. There would be no autopsy.